Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using proglide devices with a 7f sheath after an interventional peripheral procedure. Reportedly, the first device was advanced into the vessel but could not get bleed back from the marker lumen. The vessel was reported to be curvy with a long tissue track. The device was retracted and advanced several times and bleed back was still unsuccessful. A second proglide was advanced and there was some bleed back but not pulsitle as usual. The device was deployed and all steps were performed; however, upon pushing the knot down, there was no closure. A non-abbott device was used to attempt to achieve hemostasis but was not successful. Hemostasis was ultimately achieved with manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis, and visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.